Event description:
Disconnection during therapy. Pt became disconnected during apd therapy. No alarm noted. Additional information received from baxter indicates that the pt was observing proper procedures while connecting to the setup "as far as the staff are aware." Additionally it is unknown at what point in therapy the disconnection occurred. No pt injury or medical intervention was reported by baxter.